Event description:
Report received from baxter states device delivered epidural infusion of 6ml in one hour versus the exepected 2ml/hour. According to the reporter the device contained ropivacaine hci hydrate and morphine. The total fill volume was 100ml. Reporter states the patient control module was not connected therefore no bolus was administered. Reporter states no patient injury resulted.